Event description:
The plaintiff's atty alleged that the plaintiff experienced cardiac arrest after use of the product administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this event, which is one of two events for the same pt.